Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an lar the hcp called while in or, patient on the table. Stapler inserted trans-anally, and trocar opened through rectal stump. Anvil attached properly, and orange circle completely covered. Anvil compressed down until orange indicator at bottom of the tissue compression scale. Safety clicked off, and trigger pulled, device would not fire. Opened anvil again, re-compressed the same way, would not fire. Opened second device, replaced battery in original device, and still would not fire. I instructed hcp to remove the handle from the patient and replace with new handle. This was done, trocar able to be pushed through existing hole in rectal stump. Second stapler completed firing sequence as normal. Air-leak test performed with no visible bubbles. After a twenty-minute delay the case was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. See report # (B)(4).